Event description:
It was reported that during a lap chole procedure, both devices fired clips that were not closing and the handles locked up on both devices. A third device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).